Event description:
Notification received from depuy (B)(4) of a deceased asr patient. It is unknown if the patient was revised of the asr implants, the cause of death is unknown and no further details are available at this time, the com will be updated should further information become available. There has been no allegation of a link between the asr implants and the death of the patient. Date of death is unknown j&j legal counsel australia notes - death appears to be unrelated update - added closing statement below, crawfords ref number, corrected patient name, date of birth and date of death, hip side, surgeon, surgery date, revision date, legal notes. Taken from email dated 19th feb 2015. (B)(4); patient name - (B)(6); patient d.o.b - (B)(6) 1941. Date of death - (B)(6) 2012; hip side - left. Surgeon - (B)(6). Surgery date - (B)(6) 2007. Revision date - (B)(6) 2011 legal notes - death appears to be unrelated. Update 19 feb 2015 ¿ no further information is available regarding the death of this patient. This patient was revised of the asr implants prior to death and the revision has been investigated and reported in-line with the (B)(4). No explants have been received at (B)(4) for investigation. Our (B)(4) have confirmed that there is no allegation of a link between the asr implants and the death of the patient. Should further information become available, the complaint will be re-opened and evaluated for investigation.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.